Event description:
See initial report.

Manufacturer narrative:
H11: a review of the service history for the affected device confirmed that the reported event represented the first occurrence associated with the specific unit involved. Based on the investigation findings, the root cause of the reported event can be traced to failure of device patient pump 1 and the distribution board. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market

Event description:
Livanova deutschland received a report regarding a heater cooler 3t system, showing the error pump 2 is using too much power on the patient side of the unit (e17). The issue occurred during maintenance. There is no report of patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the 3t heater cooler system. The event occured in vero beach, united states. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. During troubleshooting, it was verified that patient pump 1 and the distribution pcb board were defective and were therefore replaced. Functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.